Event description:
It was reported that on (B)(6)-2010: the patient presented 3 months post op of a right re-op l3/4, l4/5 decompressive foraminotomies with facetectomy, right approach l3/4, l4/5 tlif; bilateral l3 and l5 pedicle screws and rods, right l4 pedicle screws. The patient continues to have low back pain and primarily right leg pain in the anterior thigh/anterior shin. It will occasionally travel to his foot. The patient underwent MRI that showed postoperative changes with extensive enhancing abnormal soft tissue within the bony spinal canal consistent with fibrosis. The patient also underwent emgwhich was consistent with the postoperative scarring of the l3 and l4 roots in particular. (B)(6)-2011: the patient presented with ongoing lower back pain and primarily right leg pain, (anterior thigh/ anterior shin). It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent lumbar spinal fusion procedure at l3-4 and l4-5 using rhbmp-2/acs through posterior approach. Legacy pre bent rod, spacer vs peek ubs end and legacy multi axial screws were also implanted in the lumbar spine region. In addition to this, 5.5 break offset screws of quantity 6 were also implanted and one of the six set screws was then removed. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient presented for a follow up visit with the diagnosis of lumbar disc disease. The patient also complained of left sided chest pain with associated arm pain. Approximately 3 months ago, the patient underwent a right re op l3-4, l4-5 decompressive foraminotomies with facetectomy, right approach l3-4, l4-5 tlif, bilateral l3 and l5 pedicle screws and rods, right l4 pedicle screws. The patient continued to have low back pain and primarily right leg pain in the anterior thigh/ anterior shin. Occasionally it will travel to his foot. He also had mild left sided pain. Lean drug spot screens are being done. The patient underwent MRI which showed post operative changes at l3-4 and l4-5 with extensive enhancing abnormal soft tissue within the bony spinal canal consistent with fibrosis. The patient also underwent emg which was consistent with the postoperative scarring of the l3 and l4 roots in particular. Assessment: approx. 3 months status post re-op instrumented fusion with ongoing debilitating pain. On (B)(6) 2011, the patient presented for a follow up visit. MRI of the lumbo sacral spine showed extensive post surgical changes. No evidence of disc herniation or spinal stenosis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.